Event description:
Customer stated "the front right wheel the screw stripped when they were trying to adjust the chair higher".

Manufacturer narrative:
It was reported that the front right wheel the screw stripped when they were trying to adjust the chair higher. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.